Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articul/eze ball 32 +13 blk femoral head; unknown hip acetabular liner; unknown hip acetabular cup; solution a 8in mma 16.5 femoral stem.

Event description:
Failed total hip. Patient consequence?: unknown. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. Additional information reported that patient was revised to address pain and implant loosening of the stem component at the implant to bone interface. Pain experienced could be attributed to the loose implant.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.